Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported by the caller, a (B)(6) representative, that during the afib portion of the case they notice lots of blood on the patient urine. And the physician believes was because of the pulse field ablation being completed. The caller stated they increased the fluids to the patient and continued with the case. The (B)(6) representative, requested documentation of the issue and css approved for documentation only (hotline) on the carto® 3 system. Ablation system in use: farapulse¿ pfa system (boston scientific). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).